Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Customer's blood glucose was high, specific value was not provided. Customer gave a correction bolus via the pump to address bg level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.